Event description:
Pt rec'd a box of one touch ultra test strips. They were code 9. Pt says their glucose has been reading a lot higher with the code 9 strips. The rest of their supply was code 24, which were reading normally. Pt's glucose was any where from 160 to 201 with code 9 strips and under 120 with code 24 strips like normal. The pt did not have any diet/med changes and no sx of hyperglycemia.